Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter between 2:30-3:00 pm was 5.3 inr. The customer tested again 30 seconds later using the same finger and the result was 3.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 4.0 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer used the same finger for both tests. For a second measurement a new puncture of a different finger is mandatory. .